Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative also checked the connections of the procell flopath and also unscrewed and retightened valves. Nothing unusual was seen. He also mentioned that the pinch tubings were quite pinched, so he did replace them while on site. There have been no further reports of similar issues at the site since service has been performed. A specific root cause could not be determined. The result pattern seen in this complaint can indicate an issue with beads capturing or signal generation. The customer reported bubbles on the procell aspiration reservoirs. The fsr checked the typical causes that could create bubbles but could not find the root cause. In addition he replaced the pinch tubes. Both can explain the observed behaviour.

Event description:
The customer first reported that they received incorrect results for at least 30 patient samples tested for total prostate-specific antigen (tpsa). The customer provided data for a total of 145 patient samples tested for tpsa, a1-fetoprotein (afp), and vitamin b12 (b12). Of the 145 patient samples, 95 were found to have erroneous results for tpsa, afp, and b12. Refer to the attached spreadsheet for all patient sample results. Samples were first tested on (B)(6) 2014 and repeated on (B)(6) 2014. All results in the spreadsheet were reported outside of the laboratory. The involved patients were not adversely affected. The customer was asked, but did not provide the tpsa, afp, and b12 reagent lot numbers or expiration dates. Upon inspection of the analyzer, the customer noticed bubbles in the procell cup. The customer then checked the procell bottle and it was 3/4 full. The customer removed and cleaned the weight filter which they advise was on correctly and tight. There were no alarms issued and no further problems seen. The field service engineer performed a "pmv", checked the probe adjustments, external washes, and gear pump pressure. No faults were found. He primed and ran performance testing which was within specifications. He monitored the filling of the pc/cc cups during routine operation and all was good. The customer was asked to perform calibrations, quality controls, and start routine operation. The analyzer was monitored and no problems were seen.